Event description:
The implant failed due to poor bone condition. The implant was placed at #46 and removed after 2 months. Traditional 2 stage surgery. Poor oral hygiene. Poor bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. Device evaluation attached. See scanned pages.